Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. The patient reported that their personal diabetes manager (pdm) would not turn on and they were unable to activate a pod. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024 at (B)(6) hospital. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl). Symptoms reported include nausea and chills. The patient called the ambulance because their personal diabetes manager (pdm) would not turn on and they were unable to activate a pod. While in transit, the patient was given insulin via needle injection. Upon arriving at the hospital, the patient will be admitted until a new pdm arrives while receiving insulin as treatment.